Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer acknowledged having navigated to the bolus screen without successfully exiting the screen. Tandem technical support (cts) explained that the incomplete bolus alert would occur when the screen is opened and no action was performed within 90 seconds; customer acknowledged. The customer's blood glucose level was 327 mg/dl and was addressed with a bolus via the pump. Cts offered to replicate another incomplete bolus alert to demonstrate the triggering parameters; however, the customer declined and stated the meaning of the alert was understood.